Event description:
While using this device, there is a two step process to retract the wire. This two step process assures that the stent tip is fully engaged on to the wire before removing. Either the tip broke off or the physician did not do both parts of the two step process to ensure that all the pieces were retracted from the pt.there were two incidents with the same patient:a) stent did not deploy correctly. Used a second stent to secure it to the vessel wall.b) tip of the device dislodged either by: fault or md did not use the two stage locking process. Additional device information is unknown: packaging was thrown away.c) rep was notified. She has done another inservice to the staff to help the physicians remember this nuance with this device.